Event description:
Information received indicates the valve was abandoned at implant due to a perivalvular leak that was believed to be associated with valve distortion from the "cinch" holder mechanism. An intra-operative tee showed the valve was "rocking" during the case. The valve was intra-operatively replaced with no patient complication reported.